Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing however, unit alarmed hardware low level failures during self test and confirmed in the pump history due to broken pin 1 trace (vdd) on u1 keypad assembly. (B)(4).

Event description:
The customer reported to medtronic that their insulin pump alarmed with insulin flow blocked alarm during fill tubing. The customer's blood glucose level was 63 mg/dl at the time of the incident. The customer stated the insulin did exit. The customer was advised to revert to the backup plan. The insulin pump will be returned for analysis.